Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified a that the balloon material had torn circumferentially approximately 60mm distal from the proximal sleeve of the balloon. The distal section of balloon material was noted to be severely bunched up and pushed forward towards the tip of the device. During analysis the investigator retracted the bunched-up balloon material. A visual and microscopic examination was performed on both sections of balloon material and no issues were noted with the balloon material that could have contributed to the complaint incident. The device was received in two sections as a result of a break/dissection in the shaft located approximately 12mm distal to the strain relief. A visual and tactile examination of the returned device identified severe stretching and buckling along the length of the device. Most of the damage was noted to be distal of the proximal balloon bond at the site of the balloon circumferential tear. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the tips and markerbands identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 14-6/5.8/75cm xxl¿ vascular balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 14-6/5.8/75cm xxl¿ vascular balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.